Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation by omsc, the reported endoscopic image loss was not duplicated. The evaluation confirmed a leakage from the instrument channel of the device. In addition, it was confirmed that there were multiple peels on the inner surface of the instrument channel. The outlet of the instrument channel was deformed and chipped. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Considering the evaluation result, it was surmised that the reported event occurred by short circuit around the electrical image unit (ccd) due to the water invaded through the leakage of the instrument channel. The leakage of the instrument channel was possibly caused by interference of endo therapy accessories. The instruction manual of the device instructs; be sure to perform a leakage test on the endoscope prior to manual cleaning, and do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions and poses an infection-control risk.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a flexible transurethral lithotomy using the subject device and olympus video system center (otv-s7pro), the endoscopic image of the subject device disappeared with an abnormal sound. The user facility changed the subject device and the procedure was completed with another olympus ureterorenoscope. There was no report of patient injury associated with the event. An olympus representative visited to the user facility and confirmed the endoscopic image of the subject device was not displayed in combination with the otv-s7pro.